Manufacturer narrative:
The patient is reported to have a history of infections and poor healing and it is unknown if that history played a role in the lack of relief from the nalu system. The system was evaluated during troubleshooting and reprogramming and is reported to not show any migration of the implanted components. The details of the trial phase were not shared with the firm, thus it is unclear how effective therapy was during the trial. Review of nalu's records found no history of any system or component failure or malfunction, however device function is unable to be confirmed due to being unavailable for evaluation. The nalu system was removed approximately 3 months after implant, so it is unclear if the healing process was fully completed to allow for optimal therapy or if the patient was experiencing normal system adjustment and optimization. Cause of inadequate pain relief is unable to be determined with the information available to the firm.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat foot pain. The patient underwent a neurostimulation trial phase with a different manufacturer's device and then was implanted with a nalu system. The details of the trial phase were not shared with the firm. After activating the nalu system, the patient reported not receiving the expected pain relief. Multiple reprogramming attempts took place and were unable to provide the relief the patient expected. On (B)(6) 2025 a representative of the firm was notified that the nalu system had been explanted due to lack of pain relief. The exact date of the explant is unknown. No nalu representatives were present for the explant due to no prior notification of the planned procedure. The explanted components were not retained and are not available for further evaluation by nalu.